Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the aspect ratio is incorrect on the flexvision monitor to the point where it looks zoomed in and the sweep speed is faster. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.